Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it was reported that the patient was having malfunction with his interstim device. The patient reported starting about a month ago they started leaking again a little; it was not real bad at first, but last week they called the doctor and finally got through to someone who told them to call medtronic. Pt said they tried to use their equipment, but it can't find their implanted system. The patient said at the beginning they were told it would last about 5 years. Worked with the patient to use their equipment to sync with their stimulator, and the patient reported seeing, device is not responding. Reposition the communicator over the internal device. The patient repositioned the communicator several times but continued to get " device not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Offered and sent an email to the reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.